Event description:
Per the audiologist, the patient has a "thick skin flap and muscles pulling from the neck" resulting in an unreliable connection between the transmitting coil and the receiver/stimulator. During the explant, electrodes 13 and 19 were found to be "broken". There was no integrity test performed by cochlear staff prior to the surgery. The patient had discontinued using the device "several years back" (date not reported). The patient's device was explanted in 2008. The skin flap was reduced and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, january 16, 2009.